Event description:
The patient is enrolled in the (B) (4) trial. Post silverhawk procedure, a flow limiting dissection was discovered. A stent was placed to correct the dissection. No injury to the patient reported.

Manufacturer narrative:
A review of the device history record for this device could not be conducted because the lot number was not provided.